Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed de novo lesion located in the proximal left anterior descending coronary artery. Pre-dilatation was performed. Post deployment of the xience xpedition stent, a distal end dissection was observed. Another xience xpedition was implanted as treatment. Results are very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.